Event description:
Pt 3 months postoperative mandible fracture case complained to the surgeon that one of the screws seemed like it was backing out, and could be felt. Surgeon returned the pt to the operating room on (B)(6) 2012 for removal of hardware. Surgeon removed one plate and five cortex screws healing was reportedly achieved, and no new hardware was reportedly achieved, and no new hardware was implanted. Explanted hardware was discarded. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.